Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic that a pump error on the insulin pump. Customer reported that they experienced high blood glucose event. The blood glucose level at the time of the event was 452mg/dl. The customer had not been wearing the pump for the last 36 hours also, customer had gotten booster shot and did not feel well so he left the pump alone and the screen had gone blank. The customer reported he tried changing the battery but the insulin pump did not turn on. The customer reported the display was blank. The customer stated the display was not blank less than 30 seconds and did not return. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated that the insulin pump was not exposed to moisture. The customer was assisted with troubleshooting and display did not returned back. The insulin pump will be returned for analysis.